Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on the complaint date the patient experienced hyperglycemia while on pump therapy. Reportedly, the patient¿s blood glucose (bg) reading was at 430 mg/dl with nausea. It was reported that the patient was treated with insulin via injection by medical personnel at the emergency room. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. The reporter alleged that there was an inaccurate delivery issue. Review of bolus deliveries determined that they were correct and as programed. No information was provided regarding basal. Review of potential causes for bg issue and perceived inaccurate deliveries did not find any specific causes. The time/date setting was reported to be correctly set. The reported issue was not resolved with troubleshooting. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/09/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data showed the last bolus was delivered on the complaint date and a loss of prime event occurred about 1 ½ hours later but delivery was never resumed. The total daily delivery reflected the user¿s programmed basal rates. Using the returned battery cap and cartridge cap, the pump powered up and performed properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Pump delivery accuracy reading was within specifications. Bolus delivery exercises were completed and recorded correctly. Unrelated to the reported delivery issue, the battery compartment was found to have cracked below the grip pad.